Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on nasopharyngeal swab. Repeat testing was performed on a new sample on the same day, and generated negative results. The patient was asymptomatic. No additional patient information, including treatment and outcome, was provided.

Event description:
The customer provided additional information: the ID now covid-19 assay performed on (B)(6) 2021 on a nasopharyngeal polyester swab.

Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1025736 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1025736 and test base part number 190-430 / lot 1025736. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1025736 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.